Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the trachea. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 12 mm from the tip. Microscopic inspection found a pinhole located approximately at 12 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 12 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during an airway stenosis procedure performed on (B)(6) 2025. During the procedure, it was reported that a leak was noted on the front of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the trachea.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during an airway stenosis procedure performed on (B)(6) 2025. During the procedure, it was reported that a leak was noted on the front of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.